Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicmo12.6, -14.50 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced intraoperatively and the problem resolved. There was no patient injury.

Manufacturer narrative:
Weight, ethnicity, and race :unk. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).